Manufacturer narrative:
Correction on reporter address line 1 was updated as previously reported as blank. Additionally, the reported events were impedance problem and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Final analysis found visual examination the helix was bent/stretched/damaged consistent with procedural damage and was clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the condition of the helix, as received. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil in the connector region, the helix being clogged with blood/tissue and the damaged helix. The reported event of impedance problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the lead exhibited impedance problem and the helix failed to be retracted. The lead was not used and another lead implanted. The patient was stable throughout.